Manufacturer narrative:
Correction made to manufacturer's name to reflect rebranding of the company. Discrepant results (accuracy) comparison of inratlo test with lab results provided by end-user at time complaint was filed: see scanned table; 5.5 inr was excluded from comparison test data because there was no corresponding meter value. Analysis of the customer's data revealed that one out of four initial inratio and reference test result comparisons did not meet accuracy criteria. No product was expected to be returned. Retained strip was tested and result comparisons met accuracy criteria. Patient's condition of anemia and on antibiotics could have contributed to unexpected test results. As of 08/20/2010, four discrepant result complaints were reported for lot #228758 yielding a complaint rate of (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4), no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established. See scanned table. The allowable difference between the inratio inr's and sysmex inr's was calculated. All three replicates for both donors of strip lot #228758 are within the allowable bias. No discrepant results were produced on in-house meters. These results meet the above criteria. No further investigation will be pursued.

Event description:
Additional correlation studies on 3 more patients with lot # 228758: date: (B)(6) 2010, inratio: 2.6, 1.6, 3.6; lab: 2, 7, 1.6, 3.3.

Event description:
Caller alleged discrepant results compared with the labs. Results are as follows: date: (B)(6) 2010, inratio: 2.3, lab: 5.5; 06/11/2010, inratio: 2.3, lab: 7.5.

Manufacturer narrative:
Investigation pending.